Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device evaluation: visual analysis of the photographs identified a hole in the device on the surface, red particles are also observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture confirmed by ultrasound. The device has been explanted.